Manufacturer narrative:
Analysis of the returned device revealed the housing around the lock nut and gauge area were separated and the clips in these areas were not securely snapped. One tab was bent out of shape and misaligned with the connector into which it snaps. The gauge was detached from the device housing. The batch number is unknown and the manufacturing records for the complaint devied could not be reviewed. The most probable root cause is manufacturing related as the device was not fully snapped together. (B)(4)

Event description:
This complaint is reportable based on returned device analysis completed on (B)(6) 2010. It was reported that during a percutaneous angioplasty treatment procedure the gauge assembly cracked. An encore26 was attached to an unknown balloon and when the balloon was inflated to 16 atms, the gauge assembly cracked. The procedure was completed with another of the same inflation device. No patient complications reported and the patient's status is good. However, returned device analysis revealed a detached gauge.